Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. . One unknown biomet abutment was returned for investigation. Visual evaluation of the returned product identified a fractured abutment and no screw was returned. Functional testing to recreate the reported event or observed faulure could not be performed due to the device and event failure. Although the customer reported the screw piece is in the unknown implant, it was not reported the customer used zimmer biomet removal tools to retrieve the screw. Therefore, the screw piece stuck in the unknown implant will not be investigated. The fractured abutment failure will be included in the investigation. No pre-existing conditions were noted. The patient had unknown bone density. The reported device was located on tooth # 46 (fdi) and the abutment and screw were placed for approximately 2 years, since 2018. Pictures or x-ray images were not provided. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported device is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number could not be conducted for the unknown biomet abutment as not enough device information was provided. Therefore, based on the available information, device malfunction did occur as the abutment was fractured but the reported event (screw fracture) was non-verifiable as no screw was returned for investigation and no objective evidence was provided towards the screw condition.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown / not provided. Email address and phone number were not provided. Premarket identification unknown / not provided. Device manufacturer date.

Event description:
It was reported that the patient came to medical office with the abutment screw fractured inside the implant. The abutment was placed in 2018 and removed on (B)(6) 2020.